Event description:
It was reported that the device stopped working during the procedure and the battery pack was hot. The account had a back up on hand to complete the procedure and there were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was not received by the MFR for investigation. If additional info is received, a f/u will be filed.